Event description:
It was reported by the rep that when the device was used during an unknown procedure, it was difficult to fire, had malformed staples, and was difficult to open. Bovie was used to complete the case. There was no consequence to the pt.